Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had low flow alarms since they were implanted. Log files were submitted for review and captured the onset of the low flow alarms on (B)(6) 2024 between 8:41 am to 8:50 am. The patient was placed on venous arterial extracorporeal membrane oxygenation (va ECMO) prior to their implant procedure and then exchanged to a right ventricular assist device (rvad) with an oxygenator during the procedure. The patient experienced unknown lung issues post implant. The patient was on the oxygenator until (B)(6) 2024.

Manufacturer narrative:
Section b2: corrected. Section b3: event date corrected. Section h6: health effect - impact code and medical device problem code corrected. Manufacturer's investigation conclusion: low flow events were confirmed via the submitted log files. According to the account, the low flows were due to pump malposition; however, a specific cause for the reported events cannot be determined. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of lung issues could not be conclusively established. The system controller event log file contained events from (B)(6) 2000 prior to the clock being set and (B)(6) 2024, per the timestamps. Multiple, transient low flow hazard alarms were captured. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further issues have been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including respiratory failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU, ¿introduction¿, also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures," explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This document also outlines the steps to reorient the pump. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
A bronchoscopy was performed for the patient's lung issues. It was also noted that the patient experienced pulseless electrical activity (pea) and was placed on veno-arterial extracorporeal membrane oxygenation (va ECMO) at that time, prior to their implant procedure.

Event description:
It was additionally reported that the patient passed away due to complications of aspiration events on (B)(6) 2024. The outcome was not device or therapy related. The pump would not return.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the cause of the low flows was identified to be pump placement and the alarms resolved with pump repositioning. There were no patient symptoms at the time of the low flows.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. Furthermore, review of the submitted log files confirmed low flow events; according to the account, the low flows were due to pump malposition. It was later reported that the patient ultimately expired on (B)(6) 2024 due to complications of aspiration events. The patient's outcome was not considered to be device or therapy related. No autopsy was performed, and the pump was not explanted for evaluation. No further information was provided. The manufacturer is closing the file on this event.